Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremors and movement disorders. It was reported that the patient is no longer using her dbs device as it was removed due to an infection. Additional information has been requested regarding the event date, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.